Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No leaks or bad smell inside of reservoir compartment noted.

Event description:
Customer reported that he was hospitalized twice due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl both times. Customer stated that her infusion set cannula didn't penetrated in his body noticed when he tried to removed the infusion set. Nothing further was reported.